Event description:
It was reported that pre operation interrogation of this device the device was sent to magnetic resonance imaging (MRI) mode for twelve hours. The neurosurgery operation went well, and the patient was moved back to the ICU for monitoring. The next morning the device was interrogated and displayed safety mode after interrogation. A review of the device data by engineering noted that the cause of the safety mode was not determined. The device was subsequently explanted and expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the status of the device return.

Event description:
It was reported that pre-operation interrogation of this device the device was sent to magnetic resonance imaging (MRI) mode for twelve hours. The neurosurgery operation went well, and the patient was moved back to the ICU for monitoring. The next morning the device was interrogated and displayed safety mode after interrogation. A review of the device data by engineering noted that the cause of the safety mode was not determined. The device was subsequently explanted and expected to be returned. No additional adverse patient effects were reported. To date the device has not been returned despite efforts to obtain this information.

Manufacturer narrative:
This report is being filed to correct the implant date.

Event description:
It was reported that pre operation interrogation of this device the device was sent to magnetic resonance imaging (MRI) mode for twelve hours. The neurosurgery operation went well, and the patient was moved back to the ICU for monitoring. The next morning the device was interrogated and displayed safety mode after interrogation. A review of the device data by engineering noted that the cause of the safety mode was not determined. The device was subsequently explanted and expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that pre operation interrogation of this device the device was sent to magnetic resonance imaging (MRI) mode for twelve hours. The neurosurgery operation went well, and the patient was moved back to the ICU for monitoring. The next morning the device was interrogated and displayed safety mode after interrogation. No adverse patient effects were reported. The device remains implanted. No adverse patient effects were reported.